Event description:
Pt called and reported buying curaheat thermal patches, and received burns/blisters after using the product. Pt said she had called the phone number on the box, and she got some one's personal answering machine. Event abated after use stopped.